Event description:
The manufacturer received information alleging the air inlet path assembly foam on a remediated device was not properly pressed into the mold to secure it in place and caused a no flow condition. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the air inlet path assembly foam on a remediated device was not properly pressed into the mold to secure it in place and caused a no flow condition. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not provide the information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jan 23 , 2025 and section h10 should be reported as: the manufacturer received information alleging the air inlet path assembly foam on a remediated device was not properly pressed into the mold to secure it in place and caused a no flow condition. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that confirm the customer's allegation and there was visible foam degradation and unit is scrapped.